Event description:
The patient was enrolled in the reprise iii study with patient identifier (B)(6). Procedure summary: the patient received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. Post balloon valvuloplasty, there was new conduction disturbance of left bundle branch block noted. The aortic valve was treated with deployment of a 23 mm lotus valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Post procedure summary: the same day of the index procedure, post tavi, the patient was found to have headache with generalized weakness. The patient experienced a head strike. Three (3) days post index procedure, neurological examination revealed abnormal cranial nerves with subtle sign. Of note, baseline neurological examination was found to be normal. Event nihss and baseline nihss score was found to be 0. Glasgow coma scale was 13. Eight (8) days post index procedure, CT brain without contrast revealed new subarachnoid hemorrhage within the right temporal and frontal sulci. Thin 3mm subdural hematoma extending superficially to right frontal and temporal, parietal lobes. Small intraparenchymal hematoma within right temporal lobe measuring 7x12x9 mm. On the same date the patient developed complete heart block and associated fall with head strike. On the same day, a new permanent pacemaker was successfully implanted. Eleven (11) days post index procedure, CT brain without contrast revealed 7 cm focus of grey and white matter hypo density in the right temporal lobe consistent with moderate recent cortical infarction with increased hemorrhagic transformation within it. Twelve (12) days post index procedure, the patient was given IV morphine which was effective, and the patient felt comfortable shortly after administration. On the same day, patient obeyed commands on 4 limbs. Fourteen (14) days post index procedure, CT brain without contrast revealed stable appearance of traumatic subarachnoid hemorrhage, bilateral cortical infarcts, with hemorrhagic transformation in the right temporal lobe. Small residual subdural hematoma over the right tentorium. On the same day, aspirin was re-started. Seventeen (17) days post index procedure, repeat CT brain further revealed evolving appearance of bilateral cortical infarcts. Eighteen (18) days post index procedure, mrs score was 4 (moderate severe disability; unable to walk without assistance and unable to attend to own bodily needs without assistance. Baseline mrs was 0 (no symptoms at all) the etiology of stroke was ischemic, and the diagnosis was based on clinical symptoms and neuroimaging. At the time of reporting, the event was not recovered/ not recovered. The patient is currently an impatient as a rehabilitation facility. It was further reported that seventy eight (78) days post implant the patient died. The cause of death was reported as enterococcus faecalis bacteraemia. The investigator determined the death was not related to the valve.

Event description:
The patient was enrolled in the (B)(6) study with patient identifier (B)(6). Procedure summary: the patient received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. Post balloon valvuloplasty, there was new conduction disturbance of left bundle branch block noted. The aortic valve was treated with deployment of a 23 mm lotus valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Post procedure summary: the same day of the index procedure, post tavi, the patient was found to have headache with generalized weakness. The patient experienced a head strike. Three (3) days post index procedure, neurological examination revealed abnormal cranial nerves with subtle sign. Of note, baseline neurological examination was found to be normal. Event nihss and baseline nihss score was found to be 0. Glasgow coma scale was 13. Eight (8) days post index procedure, CT brain without contrast revealed new subarachnoid hemorrhage within the right temporal and frontal sulci. Thin 3mm subdural hematoma extending superficially to right frontal and temporal, parietal lobes. Small intraparenchymal hematoma within right temporal lobe measuring 7x12x9 mm. On the same date the patient developed complete heart block and associated fall with head strike. On the same day, a new permanent pacemaker was successfully implanted. Eleven (11) days post index procedure, CT brain without contrast revealed 7 cm focus of grey and white matter hypo density in the right temporal lobe consistent with moderate recent cortical infarction with increased hemorrhagic transformation within it. Twelve (12) days post index procedure, the patient was given IV morphine which was effective, and the patient felt comfortable shortly after administration. On the same day, patient obeyed commands on 4 limbs. Fourteen (14) days post index procedure, CT brain without contrast revealed stable appearance of traumatic subarachnoid hemorrhage, bilateral cortical infarcts, with hemorrhagic transformation in the right temporal lobe. Small residual subdural hematoma over the right tentorium. On the same day, aspirin was re-started. Seventeen (17) days post index procedure, repeat CT brain further revealed evolving appearance of bilateral cortical infarcts. Eighteen (18) days post index procedure, mrs score was 4 (moderate severe disability; unable to walk without assistance and unable to attend to own bodily needs without assistance. Baseline mrs was 0 (no symptoms at all) the etiology of stroke was ischemic, and the diagnosis was based on clinical symptoms and neuroimaging. At the time of reporting, the event was not recovered/ not recovered. The patient is currently an impatient as a rehabilitation facility.